Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to login to pyxis. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that unable to login into pyxis. A technical support specialist (tss) accessed a station and reviewed authentication logs, which indicated that a user account was locked. The tss then connected to the server and ran a login activity report, confirming failed login attempts through biometric and card methods. The tss contacted the site and was informed that the hospital¿s it team had unlocked the account. The issue was resolved, and the customer confirmed resolution and approved closure of the case. The system functioned as intended after the customer resolved the issue. E.1 initial reporter facility name - chi st lukes health baylor st lukes medical center